Event description:
Non-delivery reported. The pump was set to infuse rocephin via secondary syringe delivery (500mg/5ml) at 10 ml/hr with a 5ml dose limit. When the syringe was still in full. She reset the pump and the same event occurred. The pump was reprogrammed a third time by another nurse and still did not deliver. No device alarms sounded. The pump was switched out and the recephin was delivered after an approximate 1.5 hr delay. There were no adverse effects to the child.